Event description:
It was reported that the initial laparoscopic cholecystectomy procedure went well. The surgeon always checks the formation of the clips during the procedure. The case was completed with no patient consequence. Post-op there was a bile leak. It is unknown how long after the procedure or how the leak was detected. The patient was taking back into the operating room and an endoscopic retrograde cholangiopancreatogram was performed to repair the leak. There was no patient consequence after the ercp was performed. The device was discarded. There is no further information available per the rep.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: what vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the bile leak found to be coming from the most proximal or distal clip? Undetermined. Please describe the shape of the clip(s). Surgeon states that clips were perfectly formed during the original lap chole and that the clips were in place when the ercp was completed. Were there any secondary consequences for the patient as a result of the bile leak? Patient underwent an ercp to address bile leak. Is the patient expected to have a full recovery? Yes. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.